Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) treatment time reset on a fresenius 2008t hemodialysis (hd) machine during a patient treatment. The treatment had approximately one and a half hours left and during the last round at 15:00, the uf time had reset itself to 8 hours and 20 minutes. The treatment was started again at 15:06, and the patient requested treatment end at 16:06. The biomedical technician stated that when the patient care technician (pct) switched over from the cdx screen back to the treatment screen, and that is when the uf time read 8 hours and 20 minutes. The pct was on the cdx screen charting the patients blood pressure. The patient blood pressure was low, and the patient as given 200cc of saline. The biomedical technician was unable to duplicate the issue. Upon follow up, the clinic manager confirmed that the pct switched from the cdx screen to the treatment screen when the uf time reset to 8 hours and 20 minutes. The clinic manager advised the pct not to press ¿new treatment¿ on the treatment screen, however it cannot be confirmed whether this occurred. There were no adjustments made to the patient¿s uf goal, rate, or time. The uf was not turned off at all during treatment. The machine did not alarm. The clinic manager stated that the uf goal and treatment time were manually readjusted. The patient was able to successfully complete treatment and the correct amount of fluid was removed from the patient at the end of treatment. During treatment, the patient experienced hypotension. The clinic manager stated that the pcts have standing orders to administer 200cc of saline when this occurs. The patient did not have experience any additional symptoms related to the reported event and no additional treatments were required. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. Per the clinical manager, the machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.